Event description:
It was reported that the patient¿s device ¿doesn¿t work well.¿ it was stated that the ¿remote¿ wasn¿t working and that the lead wires were ¿not on.¿ it was noted that the patient had had convulsions on the sunday prior to this report and was brought to a medical center; it was unknown if the convulsions were related to the patient¿s implant.

Manufacturer narrative:
(B)(4).